Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 3000 ohms. Boston scientific technical services discussed troubleshooting options. The lead remain in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).